Event description:
Additional information received reported that the patient¿s device was removed on (B)(6). The reason for the removal was because the patient had spasms for the last year and now they don¿t stop. They were trying medication and it was a constant spasm and painful. They removed the device to see if that had anything to do with it. The spasm stopped for a few days with stimulation and thought that would help but it came back over the weekend. The patient had the spasm for the past couple years. It was noted the patient was in the hospital at the time of the report and MRI guidelines were requested.

Event description:
It was reported that it was unknown if the spinal cord stimulator (scs) was being used, but it was asked if having the device could contribute to other health issues including: muscle spasms, body going into big spasms, severe pain, tremors, chronic lung infections, PICC line infections, bedsores that get infected, being in constant ¿septic.¿ it was noted the patient couldn¿t sit up without going into deep spasms. The patient had been hospitalized on and off the last two years and since implant they had lost 250 pounds and would go through pints and pints of blood. Questions regarding battery leakage were asked as well as could of the devices be on a nerve. The patient had been having spasms and was in the ICU and they couldn¿t find anything medically wrong. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v555309, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).